Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter experienced high blood glucose level of 578 mg/dl. Customer had blood glucose level of 403 mg/dl. Customer was assisted with unpairing and pairing. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.